Event description:
It was reported by dealer that grease is leaking from the right side of the motors gearbox, states round seal is missing on the m61 power chair. Dealer hung up received information from tech.